Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue.